Manufacturer narrative:
Device manufacture date: the lot was manufactured between march 29, 2019 and march 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The event occurred during filling before patient use. There was no patient involvement. No additional information is available.